Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was preformed and the site representative suggested that the issue was caused by improper shut down of the system. The issue was resolved when the system was properly rebooted. No parts needed to be replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system received a collimator error right after completing a calibration of the system. There was no patient present when this issue was identified.